Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering the insulin. Customer's blood glucose value was 292 mg/dl. Customer stated that he was not getting the right amount insulin and it goes through but its very slow. Customer did a self test and it passed but customer was still not satisfied. Advised customer to revert back to his back up plans in the meantime. The device will return for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. No possible under delivery anomaly noted. Device passed the dat test at 0.08760 inches. (B)(4).